Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited pauses for less than 2 seconds and pacing inhibition. During this device change procedure, the physician unhooked the non-boston scientific right ventricular (rv) lead to put into new device and noticed that there was no pacing. Technical services (ts) stated that by unhooking the rv lead, the device sensed something and inhibited lv pacing. The physician then plugged the rv lead back into the old device right away. This device remains in service. No adverse patient effects were reported.